Event description:
This report is based on information provided by philips remote service lead and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device battery is out of work. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the battery needs to be changed. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.